Event description:
A report was received that a patient's remote control was not communicating with her ipg. A bsn representative met with the patient to evaluate the ipg and determined that the ipg will need to be replaced. A revision date has not yet been scheduled.